Event description:
Customer reported a possible contamination event based on an observed increase in low positive samples for their sars-cov-2 tma runs using assay lot 317372. Wl 003816-20220319-02 on panther instrument sn (B)(4) was reviewed by hologic technical support to identify any potential contamination. The wl in question had 32 positives (28 low positives) out of 120 samples. Customer took new swabs and retested all questioning positive samples using the alinity-abbot platform, where all results were negative. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. Corrections were made by the lab to retest any positive sample they questioned during this period. No adverse events were reported, nor unnecessary treatment provided.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no hardware issues; they informed customer of different sensitivities of their assays. Hologic subject matter expert (sme) reviewed logs and agreed with ts¿s findings; the pattern indicated a possible positive crossover contamination of controls and samples. The issue appeared to be isolated to this reagent kit, but sample shield cleaning maintenance task was also overdue. Issue was resolved when a new reagent kit was loaded and monthly maintenance was performed. No further issues reported. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR.